Event description:
While using an animas one touch ping insulin pump, the reservoir cartridge that holds the insulin leaked. The cartridge is refillable and disposable. The cartridge is similar to a syringe with a plunger that is depressed by a motor-driven screw-drive controlled by the pump. The plunger on the cartridge has two -internal seals -o-rings that hold the insulin in the cartridge. One of the two seals became separated from its channel and allowed the insulin to leak out. The cartridge was installed in the pump on (B)(6). The patient, a type one diabetic, began experiencing high blood sugar (bg), above 300 beginning on the evening of (B)(6). By the morning of (B)(6), the pt's beg reached 504 and he was sick and nauseous. He vomited around 11:00 and we called his endocrinologist who advised us to go to the hospital. We drove to (B)(6) in (B)(6) where he was admitted. He was diagnosed with diabetic ketoacidosis. After an all-night insulin drip his blood sugar normalized and he was released from the hospital at 11:00 on (B)(6). I have a digital rendering of the seal and cartridge, not the actual cartridge.